Event description:
Customer reported that the insulin pump was cracked. She stated that one crack was on the screen and one was on the top of the casing. She stated that she was unsure of how the damage occurred. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at display window corners and minor scratched lcd window.